Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 596 mg/dl and "about 150 mg/dl" within 10 minutes on the aviva system. On another occasion, customer reportedly received results of "about 380 mg/dl" and "either 175 mg/dl or 185 mg/dl" within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.